Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy due to ipg had reached end of life several months ago. It is unknown if this occurred prematurely. As a result, surgical intervention took place on (B)(6) 2024 where in the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post op.